Event description:
Info received indicates the pump volume was running slow during testing. Account could not provide details.

Manufacturer narrative:
Pump had been serviced by third party but never calibrated. Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.